Event description:
Pt presented to operating room for cataract surgery. Physician deemed a 17 lens to be used. Surgery went well. Pod #7 pt with worsening vision. Refractory test worse and suspicion noted for mislabeled lens, as refractory test compatible with 19 lens. Surgeon made pt aware and pt returned.